Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer. The user facility further reported that the olympus sales representative ensured that the surgeon did not overinflate as the surgeon also used a smaller syringe to inflate. The olympus sales representative went over the instructions for use with the surgeon. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
There was no clinically significant delays in procedure. The intended procedure was completed using another device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h6 and h10. Since the device lot number was unknown, the DHR for the one year prior to the date of occurrence was inspected. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the reported information, excessive force applied to the balloon during inflation likely contributed to the balloon rupture. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - the volume of the air in the balloon should not exceed the parameters specified in the tables in section 2.2, ¿specifications¿. Otherwise, the balloon may burst or may not deflate properly. When the balloon does not deflate, do not operate the balloon catheter with excessive force. Otherwise, the distal end of the instrument may break off and could remain inside the patient. - do not inflate the balloon rapidly. The balloon may burst and mucous membrane damage can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The instructions for use recommend inflation to 2.33cc maximum and the doctor inflated to 9cc; the device was overinflated by 6.7cc, likely causing it to pop. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The respiratory manager at the user facility informed olympus that during an air leak procedure, the disposable balloon catheter reportedly popped and a piece went into the patient. Surgeon was able to retrieve the piece with no patient injury or harm. The doctor inflated to 9cc.